Event description:
A user facility reported that during implantation of an intraocular lens (iol) with an iol delivery system, a haptic broke. The incision was widened to allow removal of the damaged iol.